Manufacturer narrative:
There were no specific clinical cases, event dates, hospital, or physician names provided in this survey response. Follow up with the survey respondent was attempted, however no additional information was provided. Due to lack of information inari is unable to further investigate this specific claim. (B)(4).

Event description:
On march 12, 2025 inari received a brand equity survey response where an anonymous individual reported they observed two autopsies where the patient had a catheter perforation in their pulmonary artery.